Manufacturer narrative:
D4 UDI : (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Confirmation pcr testing was performed at the hospital on (B)(6) 2023 which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6)2023 on a nasal sample. Confirmation pcr testing was performed at the hospital on (B)(6)2023 which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI :((B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 224398 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 224398, test base part number 195-430wjr/ lot: 221674. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 224398 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.